Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped/abandoned (i.e. The lead remains implanted but out-of-service), and a new rv lead was implanted. Besides intervention, there were no other adverse patient effects reported. Of note, the patient's implantable cardioverter defibrillator (ICD) was also replaced due to normal battery depletion.